Event description:
Caller reported that the pump screen was dark and would not turn on. There was no information provided about the caller's blood glucose levels at the time the issue was noticed. Technical support instructed the caller on troubleshooting steps, which were unsuccessful, and confirmed a replacement pump would be sent. The caller was to use multiple daily injections (mdi) as a backup therapy and was guided on correctly storing and returning the malfunctioning pump.